Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac module was not charging the battery and would intermittently fail to illuminate the external power indicator light. It was also noted that the ac module was making a loud noise. There was no patient involvement.